Event description:
It was reported that the patient presented for a follow-up in the clinic, post-procedure. X-ray was performed and the right atrial lead was retracted from the initially implanted position and found to be dislodged. The physician explanted and replaced the atrial lead. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and a helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue for analysis. The reported event of a helix mechanism issue was confirmed and after cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured and found to be within the specification. The cause of the reported event of a helix mechanism issue was isolated to blood/tissue in the helix region. Electrical testing did not find any indication of conductor fractures or internal shorts.